Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate value of 105 units and remained static. Reportedly, the cartridge was filled with around 240 units of insulin. Reportedly, the customer continued using the existing cartridge for insulin therapy. The customer¿s blood glucose level was 178 mg/dl.